Manufacturer narrative:
Reference (B)(4).

Event description:
Based on new information received, this complaint file is being cancelled. The information reported that the patient's allergic reaction was due to another product, and not angiodynamics's device. Therefore this report is being submitted to close out the file.

Manufacturer narrative:
No UDI nor lot number were provided despite several attempts to obtain this information "UDI related data quality updates only." Corrections to match gudid: d1: brand name. D2a: common device name. Reference: (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A clinical services manager reported a patient reaction to a bioflo PICC. It was reported that the patient may be having an allergic reaction to the device as the patient has multiple allergies. No further details were provided.